Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left knee revision due to loosening of the tibial component, laxity, inflammation, and pain. The surgeon reported pathologic evaluation returned with focal areas of acute inflammation. He noted the tibial component was easily removed by hand and had de-bonded from the cement mantle. The surgeon did not comment on the femoral nor patellar components and were not revised. Doi: (B)(6) 2015; dor: (B)(6) 2019; (lt knee).